Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed as the reservoir migrated into the scrotum during the healing process after initial implant. A new inflatable penile prosthesis reservoir was implanted. The result after the replacement of reservoir were good. The device functioned well together and the physician felt good about the placement.